Manufacturer narrative:
Please disregard previously reported information as this complaint has been determined to be not MDR reportable. The device met specification and performed as intended, therefore did not malfunction.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a "service gas system error" message while calibrating. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was a 30 minutes delay, no blood loss, nor adverse consequences to the patient.